Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to mother board. Unable to perform any test due to blank display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, crack on display window, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had many scratches on the display window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date of this report in the initial report was incorrect. The corrected data will be provided in this report.